Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised they ate food, delivered a bolus, went to sleep and woke up with very high blood glucose levels. Customer advised their reservoir ran out of insulin and they feel their insulin pump worked properly as designed. Customer advised they would monitor and follow up on this issue.